Event description:
The sapien xt valve was explanted and a ce magna was implanted. As per pi, event is related to the valve procedure.

Event description:
As reported, 2 days post implant of a 26mm sapien xt valve by tf approach in aortic position (valve position 50:50), the valve migrated towards the ventricle. The sapien xt valve was explanted and a c-e magna was implanted. As per pi, event is related to the valve procedure but the root cause of the migration is unknown.

Manufacturer narrative:
At the time of this report, it is unknown if the patient received a sapien xt (PMA no. P130009) or sapien 3 (PMA no. P140031) transcatheter heart valve. Per the instructions for use, valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the exact cause of this event cannot be confirmed. It is possible the mechanisms of the tavr procedure described above caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. *literature reference for file: philip y.k. Panga, et al. A survivor of late prosthesis migration and rotation following percutaneous transcatheter aortic valve implantation. Eur j cardiothorac surg (2012).

Event description:
A report from the (B)(6) study in (B)(6) indicates 2 days post implant of a 26 mm edwards transcatheter heart valve via transfemoral approach in aortic position, the valve migrated aortic.